Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. No bolus wizard anomaly noted. Device was monitored for 1 day. No unexpected battery power loss anomaly or blank display noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information that provided in event section date of incident with the initial report was incorrect. The correct information has been included with this report.(B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer was treated with insulin drip in the hospital. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was not working with insulin delivery. The insulin pump will be returned for analysis.